Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 3009192 and 3009195. All inspections were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that 21 of the bd relion insuline syringe's had liquid coming out of the needle. The following was received by the initial reporter: pet owner finding more syringes with liquid coming out of needles.

Event description:
It was reported that 21 of the bd relion insuline syringe's had liquid coming out of the needle. The following was received by the initial reporter: pet owner finding more syringes with liquid coming out of needles.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3009195. D4. Medical device expiration date: 01jan2028. H4. Device manufacture date:09jan2022. D4. Medical device lot #: 3009192. D4. Medical device expiration date: 01jan2028. H4. Device manufacture date: 09jan2022. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.